Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result was 0.73ng/ml. The original sample was re-centrifuged and repeated, recovering result od 0.14ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient. Treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube without gel. The sample was initially spun at 3,500 rpm for 8 minutes. The sample was a full draw with no visible fibrin. All testing was performed from the primary tube. The last system check performed on 06/06/2009 was within specifications. Per customer's qc charts, no qc issues were reported. A field service engineer (fse) was dispatched: the fse performed diagnostic and carryover testing; all results recovered within specifications. The fse pro-actively replaced the sample pipettor. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.